Manufacturer narrative:
Follow up attempts were made to obtain patient information from the customer; unable to contact customer via email and phone.

Event description:
The customer reported the ventilator shut down while on a patient when unplugged from ac power and would not operate on backup battery. The customer reported patient involvement with no harm to the patient.